Event description:
Atricure cryoprobe (ref#cryosp, lot162843) black protective covering sheared into patient after being inserted into an 8mm cannula port. Usually, a 12mm cannula port is used. It is believed that shearing of black protective covering occurred due to operator error.